Event description:
It was reported that a cryoablation needle had frost on the shaft. During a renal ablation procedure, frost began to develop along the shaft of an icepearl needle. Gauze soaked with saline was placed on the skin around the entry site and closely monitored through-out the case. No frost was observed on the needle close to the skin. The treatment was completed successfully with no adverse impact to the patient.

Manufacturer narrative:
The icepearl needle was returned for engineering analysis. The investigation testing results showed insufficient thermal insulation of the vacuum sleeve. Disassembly of the device found no soldering flux residuals or corrosive signs on the external surface of the vacuum sleeve, and no gas leaks were detected. The iceball size was within specification and was not compromised due to the loss of insulation. No relationship between the needle's assembly processes and the vacuum loss phenomena was identified.

Manufacturer narrative:
At this time there is no further information available to report. If further relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a cryoablation needle had frost on the shaft. During a renal ablation procedure, frost began to develop along the shaft of an icepearl needle. Gauze soaked with saline was placed on the skin around the entry site and closely monitored through-out the case. No frost was observed on the needle close to the skin. The treatment was completed successfully with no adverse impact to the patient.